Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced gastritis which caused peritonitis. The patient was initially hospitalized for gastritis for four days. It was not reported if the peritonitis event prolonged the hospitalization. The patient was treated with vancomycin (ip, dose and frequency not reported). Later that month, the vancomycin treatment was stopped. At the time of this report, the patient was recovering from peritonitis and was fully recovered from gastritis. No additional information is available. This report is 3 of 4.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd894725 and gd895029 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. This is the same patient as (B)(4).